Event description:
The patient reported that they had a lack of therapeutic effect on (B)(6) 2016, and lost stimulation sensation over the weekend prior to the report. It was indicated that they felt stimulation down their left leg. The patient used the programmer to decrease the stimulation. This helped with the stimulation down the left leg. At the time of the report, the patient did not feel stimulation and the therapy was on. Amplitude was increased from 4.0v to 4.1v on program 2. It was mentioned that the patient thought they might have accidentally switched programs over the weekend while trying to use the programmer. It was noted that the stimulation had helped with their bowels, and there were not constipated as they were prior to implant. Further information received indicated that the patient hadn't seen the physician and manufacturer representative yet. An appointment was scheduled for (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.